Manufacturer narrative:
510 (k) # is k073231. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a damaged/ broken display. In addition a secondary issue was found where the battery contact was corroded. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging a display issue on their one touch ultralink meter. The patient mentioned that there was blue and red lines on the display. The patient first noticed the issue on (B)(6) 2010 at 10:00am. At the tie same time the patient felt dazed, confused and dizzy. The patient ate more food/drink and did not seek any further medical attention or contact their physician for assistance. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event, since the symptoms are not suggestive of a serious injury. The complaint is being reported since the alleged issue with the meter was not resolved.